Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 78 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, stiffness, discomfort and weakness. Revision surgery operative notes were provided. Post operative diagnosis noted mechanical loosening of left knee internal prosthesis. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (B)(4) patient ID: andrew wolf + revised left knee refer to case (B)(4). It was reported via legal documentation that approximately 78 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, stiffness, discomfort and weakness. Revision surgery operative notes were provided. Post operative diagnosis noted mechanical loosening of left knee internal prosthesis. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available. Serial: n/a 510k:n/a UDI: n/a product code: jwh x-ray: no operative notes: yes concomitant devices: n/a